Event description:
It was reported that the catheter was broken. Following the completion of the successful procedure when the catheter was removed from the long sheath, it was found broken in half. No clinical consequences were reported to the patient.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. Analysis of the returned device revealed that the axs vecta catheter proximal shaft was slightly stretched and separated at approximately 3.0cm from its proximal end. Small amount of blood was found in the axs vecta catheter. The axs vecta catheter was examined along its length, no other anomalies were observed. Due to the nature of the complaint, the functional evaluation was not performed. Additional information provided by the customer indicated that no anomalies were observed to the device prior to use, the device was prepared as per the device direction for use(dfu) instructions, the scout introducer was used to advance axs vecta catheter into the long sheath neuron max 088 used in the procedure. It was reported that axs vecta fractured following the completion of successful thrombectomy procedure and it was broken in half at the proximal end of the catheter 1 inch from the hub while removing it from the long sheath. The patient's anatomy was normal and the physician was able to complete the procedure successfully by using his fingers on the proximal end of the catheter to seal the leaking aspiration air. Based on analysis of the device and the information provided, it appears that excessive pulling force of the catheter during the removal from the long sheath after the procedure could have resulted in the stretch and separation of the catheter. The reported issue is associated with a product that meets stryker design and manufacturing specifications. However, due to procedural and/or anatomical factors during use, the product performance was limited. Therefore, a cause of 'procedural factors' has been assigned to the reported and analyzed catheter shaft break and analyzed catheter shaft stretch.

Manufacturer narrative:
Common device name: corrected to "catheter, thrombus retriever".

Event description:
It was reported that the catheter was broken. Following the completion of the successful procedure when the catheter was removed from the long sheath, it was found broken in half. No clinical consequences were reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the catheter was broken. Following the completion of the successful procedure when the catheter was removed from the long sheath, it was found broken in half. No clinical consequences were reported to the patient.